Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned and replaced due to high pacing thresholds and low p-wave amplitudes. There were observations of asystole greater than two seconds and the patient reported feeling lightheaded as a result. The ra lead was successfully replaced. No additional adverse patient effects were reported.